Manufacturer narrative:
(B)(4).

Event description:
Health professional reported that two days after injection in the "grooves" with an "ampoule" of juvederm ultra plus xc and "was applied the rest of refine [a treatment with juvederm refine in the "lookout" and botox in "the forehead" occurred approx one month prior] mainly in the left side [of the face] and it was detected hardness with touch." "The event was noted in the malar region and in the eyelids (right and left)." The pt was treated twice with injectable "hyalizoma" and "the pt says that there was no progress." Further f/u from the physician notes that the pt was also treated with coricoide and prednisone 40mg (pills). The physician notes that the pt "wakes up with edema and it gets decreasing during day" and the symptoms are still ongoing. The physician considers that the systems are connected with the product. Allergan's approach to compliance is to resolve all doubt in favor or reporting.